Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, plp2020, plumepen elite surgical smoke evac pencil was being used on (B)(6) 2021 during a breast mastectomy w/nipple reconstruction and ¿near end of case noticed that suction bovie plastic suction tip missing. Circulator, another rn, and pct looked around room and in trash. Scrub looked on field not found. At end of case, drapes carefully checked, bed moved and checked not found. At beginning of case scrub placed bovie tip on and did not notice any variances. Suction bovie sent to manager after case. Surgical team did a sweep of the incision/surgical site and item was not retained. After closure of the would surgeons palpated surgical area and no retained item present.¿ there was no injury or impact to the patient. The procedure was completed. Further assessment found that clear plastic suction tip was missing and they never found the tip. There was no delay to actual surgery. Time was taken to look for smoke evacuator tip. This report is being raised on the basis of injury due to possible retained clear plastic suction tip.

Event description:
The customer reported that the device, plp2020, plumepen elite surgical smoke evac pencil was being used on (B)(6) 2021 during a breast mastectomy w/nipple reconstruction and ¿near end of case noticed that suction bovie plastic suction tip missing. Circulator, another rn, and pct looked around room and in trash. Scrub looked on field not found. At end of case, drapes carefully checked, bed moved and checked not found. At beginning of case scrub placed bovie tip on and did not notice any variances. Suction bovie sent to manager after case. Surgical team did a sweep of the incision/surgical site and item was not retained. After closure of the would surgeons palpated surgical area and no retained item present.¿ there was no injury or impact to the patient. The procedure was completed. Further assessment found that clear plastic suction tip was missing and they never found the tip. There was no delay to actual surgery. Time was taken to look for smoke evacuator tip. This report is being raised on the basis of injury due to possible retained clear plastic suction tip.

Manufacturer narrative:
The reported event of ¿suction tip was missing¿ is inconclusive. The device will not be evaluated and no photographic evidence was provided; therefore, root cause cannot be identified. A 2 year lot history review was conducted and found this is the only event for this lot number and failure mode. A device history review was requested from the vendor; however, no response has been received to date. A two-year review of complaint history revealed there has been a total of two reports, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
H3: updated to reflect device return was attempted. Manufacturer narrative: the reported event of ¿suction tip was missing¿ is inconclusive. The device will not be evaluated and no photographic evidence was provided; therefore, root cause cannot be identified. A 2 year lot history review was conducted and found this is the only event for this lot number and failure mode. A device history review was requested from the vendor; however, no response has been received to date. (B)(4). Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety. H3 other text : customer returned device to wrong facility. Device is no longer available for evaluation.

Event description:
The customer reported that the device, plp2020, plumepen elite surgical smoke evac pencil was being used on (B)(6) 2021 during a breast mastectomy w/nipple reconstruction and ¿near end of case noticed that suction bovie plastic suction tip missing. Circulator, another rn, and pct looked around room and in trash. Scrub looked on field not found. At end of case, drapes carefully checked, bed moved and checked not found. At beginning of case scrub placed bovie tip on and did not notice any variances. Suction bovie sent to manager after case. Surgical team did a sweep of the incision/surgical site and item was not retained. After closure of the would surgeons palpated surgical area and no retained item present.¿ there was no injury or impact to the patient. The procedure was completed. Further assessment found that clear plastic suction tip was missing and they never found the tip. There was no delay to actual surgery. Time was taken to look for smoke evacuator tip. This report is being raised on the basis of injury due to possible retained clear plastic suction tip.